Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 2nd related complaint for barrel damaged/cracked and leakage and the 1st related complaint for plunger rod difficult to move on lot # 9063823. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9063823. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200812920] noted for cracked barrel. There were three (3) notifications [200812809, 200813473, 200812377] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe had a crack causing medication to leak and the plunger was difficult to draw up with a bd insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that one syringe had a crack in the barrel causing medication to leak out, the customer added that once medication is drawn up, its hard to compress or squeeze it out when pushing on plunger.